Manufacturer narrative:
Product inquiry states the trochanteric nail kit, ti gamma3® ø10x170mm x 125° (packaging) to be the subject product. No further associated products were reported. A review of the DHR revealed no discrepancies, in particular in the packaging process. The device was documented as faultless prior to distribution. The reported event could not be reproduced as the packaging was received in already opened condition. Thus, pollution in original condition could not be verified during investigation. It could not be excluded that the pollution occurred at the user site during opening/handling of the device. Nevertheless, according to product inquiry ¿¿customer used this implant without any treatment." Based on the information given an exact root cause could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that product had dust. A small black dust on a foam. A customer fixed it by scotch tape. A customer used this implant without any treatment.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that product had dust. A small black dust on a foam. A customer fixed it by scotch tape. A customer used this implant without any treatment.